Event description:
Implant fracture, implant achieved osseointegration, primary stability was achieved, no thread tap used. Implant fractured between collar and the first thread after 8 years (screw retained crown).